Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing numerous radiation treatments for cancer. No evidence or allegation of device malfunction was initially reported. However, there was inquiry of options and warranty. It was later reported that there was concern of premature battery depletion related to these treatments. The remaining longevity over one week's time had changed from 10 years remaining to approximately 6.5 years upon device interrogation. Technical services discussed a save memory to be sent in for engineering analysis. The health care provider stated they would continue to call in to report the function of the device. No adverse patient effects were reported.

Manufacturer narrative:
The clinic had elected to interrogate this device before and after each radiation treatment and a disk was returned to boston scientific for further device review since this patient has started radiation treatments. There continued to be concern regarding the increased battery consumption. The disk analysis confirmed this consumption and noted no faults or resets and otherwise confirmed normal device operation. In addition, it was suspected that the elevated power levels and impact on longevity were related to the frequent programmer sessions.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A second memory dump was performed just over one month after the first memory dump. The device memory was analyzed and found no recorded resets or notable faults. There are seven corrected memory errors, many of which may have been due to radiation. The power level is still above its expected level which is most likely due to frequent interrogation. The power level should fall as the device becomes interrogated less frequently. The results of the device memory analysis show normal function.